Event description:
According to the reporter: the patient underwent an open bowel resection procedure due to blockage. The patient had co-morbidities of ischemic bowel due to medications. The stapler was able to fire but there was poor staple formation. There was a post operative leak along the staple line. The patient had to come back into the operating room and had to flush out the abdomen.